Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented to the electrophysiology laboratory on (B)(6) 2019. During the procedure, the chronic left ventricular (lv) diagnostic measurements were suboptimal. The chronic lv lead was explanted without incident. During attempts to cannulate the lv coronary sinus ostium, a dissection occurred. The physician elected to abandon further coronary sinus ostium cannulation. The lv port of the replacement device was plugged. The patient may be scheduled for implant of an lv lead at a future date.